Event description:
It was reported that shortly following the implant procedure, this patient experienced atrial fibrillation (afib) with rapid ventricular response, resulting in ventricular tachycardia (vt) which was appropriately treated by this device. Boston scientific technical services was contacted for confirmation during a device data review. It was discussed that low pacing impedance (250 ohms), low sensing, and far-field over-sensing was noted from the right ventricular (rv) lead. It was discussed that since this occurred shortly following the implant procedure, it was likely the rv lead had dislodged and revision was recommended. It is unknown at this time if the rv lead was a boston scientific product. At this time, the system remains implanted and no adverse patient consequences were reported.